Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report will not be returned. Based upon implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Death, pain, hemorrhage, infection, cardiac arrest, and varied injuries are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. Precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant." Device labeling addresses the reported event of abdominal pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection¿" reported event of hemorrhage as follows: "adverse events: specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound." Device labeling address the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of cardiopulmonary arrest as follows: contraindications: the lap-band ap system is contraindicated in: patients with severe cardiopulmonary diseases or other serious organic disease which may make them poor surgical candidates.

Event description:
Reported events of "abdominal pain", "multi-organ failure and infarction due to shock, secondary to bleeding and sepsis in the abdominal cavity" from online article, "http://www.courthousenews.com/2011/02/07/33953.htm, follow-up info: coroner listed cardiopulmonary arrest due to congestive heart failure and coronary atherosclerosis as cause of death.